Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, as the physician was closing the pocket, electrocardiogram (EKG) changes were noted. X-ray verified that the his bundle lead had dislodged and moved down the septum. The lead was repositioned and it remains in use. No patient complications have been reported as a result of this event.